Event description:
It was reported that the bd syr 0.3ml 30ga 8mm 7bag 420cas jp scale was misaligned and found prior to use. There are 8 separate occurrences. The following information was provided by the initial reporter, translated from japanese to english: verbatim: ¿the scale is misaligned.¿.

Manufacturer narrative:
H.6. Investigation summary customer returned (8) loose 3/10cc, 8mm syringes. Customer states that the scale is misaligned. All returned syringes were tested using the plug gauge and the 5 unit marking fell out of specifications on 3 out of 8 syringes. See attached photo. Samples will be forwarded to manufacturing (holdrege) on (B)(6) 2020 for volumetric analysis. A review of the device history record was completed for batch# 8169626. All inspections and challenges were performed per the applicable operations qc specifications except as noted below. There were two notifications [200767064, 200766925] noted that did not pertain to the complaint. There was one notification [200766919] noted for scratched print. There were two notifications [200767060, 200734928] noted for missing print. There was one (1) notification [200734924] noted for ink spots. Investigation conclusion bd was able to duplicate or confirm the customer¿s indicated failure complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description "on (B)(6) 2020, holdrege received (8) lose 3/10cc, 8mm syringes. The samples were decontaminated per hstr-17 and hqa-68 prior to being evaluated. Per qc700450 rev 42 section 5: for scale accuracy, check by using plug gauge for visual inspection to determine if scale is in correct location. If accuracy on barrel is questionable, perform volumetric test. A visual evaluation of the syringes using a plug gauge (gauge# 10372) determined the scale is in the correct location for (5) of the syringes. (3) of the syringes were out of specification with the plug gauge. Volumetric testing was performed on (3) syringes and were in the acceptable limits for (2) of the syringes and was out of specification for (1) of the syringes. Acceptable limits per qc700450 rev 42: volumes are measured at the 10- and 30-unit scale lines. Per the chart in section 6.5 of qc700450, specification for volumes at the 10 unit scale line are between 0.0933 and 0.1063 grams. Specification for volumes at the 30 unit scale line are between 0.2843 and 0.3143 grams. Actual volumetric results from complaint: using scale #13716: syringe #1: 10 units 0.1049 grams 30 units 0.2721 grams (out of spec) . Syringe #2: 10 units 0.1029 grams 30 units 0.3014 grams. Syringe #3: 10 units 0.1040 grams 30 units 0.2967 grams. Process summary: blank barrels are transferred from totes to a bulk hopper, the hopper then meters them into the vibratory feeder which orients and transfers the barrels single file into the first inline feeder. The first inline feeder rail transfers to the inspection dial where short molding defects are rejected. After the inspection dial, the barrels are transferred to the second inline feeder and transitions through the corona treater terminating at the inhibit gate. At cycle start, the inhibit gate opens, introducing barrels to printer infeed dial on through the flange guide which aligns the flanges for proper registration and into the print carousel where ink images are applied. From the print carousel, the barrels are transitioned to the transfer dial and into the curing oven. The cured product exits the oven chute for transfer to the next operation. Root cause: not enough head pressure. Correction: l2l dispatch #33361 was created during the creation of this batch to increase the head pressure. Rationale based on the investigation, no additional investigation and no CAPA is required at this time. H3 other text : see section h.10.

Manufacturer narrative:
The manufacturing location for this product is (B)(4). This site is not registered with the FDA. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that the bd syr 0.3ml 30ga 8mm 7bag 420cas jp scale was misaligned and found prior to use. There are 8 separate occurrences. The following information was provided by the initial reporter, translated from (B)(6) to english: verbatim: ¿the scale is misaligned.¿